Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax). Additional information has been provided in d9 and h6.

Manufacturer narrative:
It is believed that the device was saved for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 65 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was noted to be on vasopressors and inotropes for hemodynamic support. Following device insertion, bleeding was observed around the repositioning sheath at the access site. Manual pressure was applied for approximately one hour, angle matching was performed, and heparin was removed from the purge solution, resulting in resolution of the bleeding. Forward tension suturing was utilized. The activated clotting time at the time of the event was reported at 204 seconds. During subsequent assessment in the cardiovascular intensive care unit, the patient was noted to have ongoing hematuria with evidence of significant hemolysis, both visually in the urine and supported by laboratory findings. An echocardiogram was performed to evaluate device position and demonstrated the device to be approximately 4 centimeters from the mid-inflow to the aortic valve annulus. The device was not repositioned at that time. Afterload was evaluated and was deemed to be within normal limits per the treating clinician. Despite the hemolysis, the patient demonstrated continued clinical and hemodynamic improvement during support. While on support, the impella cp device was operating at performance level 7 with expected flows of approximately 3.3 liters per minute with dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate in the purge. The patient was later escalated to a 5.5 and has survived to date. Hemolysis and access site bleeding are known risks associated with impella support and may be influenced by anticoagulation management and the patient¿s underlying critical clinical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage d.